Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the a partial lead was returned. The insulation was abraded at 12.1 cm to 13 cm from the connector pin. Abrasions are indicative of exposure to constant friction with another implantable device.

Event description:
It was reported that the lead was fractured. The lead was explanted and replaced.